Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings with systems diagnostics testing and increased seizures. The high lead impedance occurred after (B)(6) 2010, but the exact date is unk. A battery life estimate performed yielded approx 2.49 yrs remaining on the generator. Attempts for further info and the pt plan of care are in progress.